Manufacturer narrative:
Event date: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg had not been holding a charge after an unrelated neck surgery. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. No device malfunction suspected. The patient was doing well postoperatively and the explanted device was kept by the facility.